Manufacturer narrative:
Evaluation of returned device found product to be out of design specifications. Additional inspection steps for this feature have been added to the inspection in order to check the screw for the completed process prior to etching. There were eighty (80) units manufactured for this lot and fifty-nine units have been successfully implanted with no additional complaints for this issue.

Event description:
It was reported that patient underwent a posterior cruciate ligament procedure on (B)(6) 2013. During the procedure, the surgeon opened the bone mulch screw and noticed the hex feature was missing from the screw. As a result, the surgeon opened another bone mulch screw from the same lot to complete the procedure. There was no injury to the patient or delay to the procedure as a result.